Event description:
The customer reported that erroneous, elevated vitamin b12 results, with "over range" instrument flags, were generated on an access 2 immunoassay system for multiple patient samples. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of eleven erroneous vitamin b12 results. A twelfth vitamin b12 patient result was provided, however this result recovered on the assay's calibration curve and was regarded as accurate. Additional assay patient results were provided by the customer however these results were not questioned as part of this event. No repeat vitamin b12 results were provided by the customer. The results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer indicated that quality control results prior to the event met customer established specifications. A system check performed prior to the event generated acceptable results. Folate world health organization standard calibration failures occurred prior to this event. Vitamin b12 calibration executed after the generation of the erroneous results failed to meet specifications. The samples were serum samples and were centrifuged at room temperature prior to testing.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 in response to this event the field service engineer (fse) rebuilt the precision pump and valve, and performed corresponding alignments. The fse replaced the sample wash station. The instrument was returned into service after the necessary and verified repairs. The precision pump was the cause of this event.